Event description:
The lead was not implanted due to high lead impedance and high thresholds.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing and operated within normal specs. Therefore, this complaint could not be verified.